Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level as it was unknown or declined to answer whether it exceeded the threshold. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur. The customer was able to continue using the pump and was advised to call back if any further malfunction codes appear.